Event description:
An ophthalmologist reported an intraocular lens (iol) was shot through the injector during implantation. The lens went through the capsular bag into the vitreous. The implantation was being performed by a junior surgeon. Attempts have been made to obtain add'l info but the reporter was unable to provide further details. There are two medical device reports being filed for this facility.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info but the reporter was unable to provide further details. (B)(4).